Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 348 which was reproduced. System error 348 was confirmed through review of the event history log. This was caused by a upper hook screw gap which was out of specification. The upper hook screw gap was adjusted to correct this issue.

Event description:
It was reported that a spectrum pump displayed system error 348. Any patient involvement, injury or medical intervention is unknown.